Event description:
It was reported that the biomed stated fluid delivery line has hole near the connectors. Biomed wanted to know if they could cut about an inch of fluid delivery line and reapply connectors. Per customer via phone on (B)(6)2022, it was reported that biomed had questions regarding cutting the hose connected to the device. Biomed reached out to mis for information about cutting the hose but, mis instructed not to cut the hose. Biomed stated that it was cheaper to cut the hose instead of spending (B)(4) on a new one. At this time biomed was still debating with themselves on how to handle the situation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is damaged fluid delivery line tubing. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the biomed stated fluid delivery line has hole near the connectors. Biomed wanted to know if they could cut about an inch of fluid delivery line and reapply connectors. As per customer via phone on (B)(6) 2022, it was reported that biomed had questions regarding cutting the hose connected to the device. Biomed reached out to mis for information about cutting the hose but, mis instructed not to cut the hose. Biomed stated that it was cheaper to cut the hose instead of spending on a new one. At this time biomed was still debating with themselves on how to handle the situation.